Event description:
Pt had device placed in 2001. Four days later, noticed skin disk dug into abdominal skin. Maceration around stoma site where disk contacts skin. The next day, skin disk was cut from tube. Tube was left in place, surrounded with saline gauze and taped in place. Wound cleaned with soap and water. One pt involved.